Event description:
It was a reported that during pretest it was difficult to drain sterile distilled water from the foley catheter balloon. Per notification from investigator on 20dec2025, it was reported that the asymmetrical balloon was found during sample evaluation on 22jul2025.

Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted catheter filled with 10ml mbs using in-house syringe and 10ml. Balloon concentricity 100/0 per tm0300903 rev 3 therefore pr#(B)(4) was opened to capture this. 10ml deflated within 01min58sec. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation no additional actions are required at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was a reported that during pretest it was difficult to drain sterile distilled water from the foley catheter balloon.